Event description:
Pt was prone in mayfield headrest. While adjusting positioning in mayfield headrest, patient's head slipped in headrest causing a laceration to left side of head. This required 5 staples. Not sure if this was a malfunction of the skull clamp or user operability. The representative will be assessing the device to ensure it is functioning properly. FDA safety report ID# (B)(4).